Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the magnet was missing in latch. The field service engineer replaced latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer failing to register as closed and had an error message to close after removing any possible obstructions. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.